Event description:
In this event it is reported that a trunatomy assorted 25mm sterile 6 pack file broke during use. The broken part was not retrieved and was incorporated into the filling. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review was done. A quality hold was found during DHR review but does not relate to the issue. A query indicates no additional complaints have been received for this lot number. - customer not returning.  Product not received at investigation site.